Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va23h8a, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Product ID 3387s-40, lot# va23h8a, implanted: (B)(6)2019, product type lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va23h8a, ubd: 30-may-2022, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: va23h8a, ubd: 30-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had loss of therapy. Neurologist noted that all monopolar impedances were out of range.  X-ray showed that right lead was fractured and it was replaced. The cause was unknown and event was resolved.